Event description:
On 6/21/2024, it was reported by a sales representative via phone that an ar-8998t nano swivelock suture anchor with fork eyelet had an issue during a hand scapula reconstruction procedure. After insertion, when the surgeon was trying to advance the device, the anchor was spinning and stuck to the shaft. The shaft and anchor were removed from the patient in one piece, and nothing broke inside the patient. Another three ar-8998t nano swivelock suture anchors with fork eyelet with batch number 15165966 were used to complete the procedure successfully with no harm to the patient. There was a slight case delay of under 15 minutes and no additional anesthesia was administered. The complaint device was discarded and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.